Event description:
A male had initial aaa repair in 2008. One flex main body graft, two iliac leg grafts, and one main body extension graft were placed. While cannulating the contralateral gate with the top cap still closed. The graft came down so when the physician deployed the top cap, it landed about 1cm below the renal arteries. There was a large type I endoleak, so the physician placed a main body extension. This did not fix the leak. The physician then decided to bring the patient in on two days later to place a renu cuff. This worked and repaired the endoleak.

Manufacturer narrative:
Evaluation: still under investigation.